Event description:
Related manufacturer reference number: 2017865-2022-48922. It was reported that the patient presented for an implant procedure. During the procedure, the right ventricle (rv) lead was incorrectly connected to the atrial port. The pacemaker set screw was stripped when it was tightening. Multiple attempts and multiple different hex wrenches failed to fit the pacemaker set screw. The rv lead was successfully removed by pulling with a needle driver. The pacemaker and rv lead were damaged and were not used. The physician continued to use the second pacemaker and rv lead to complete the procedure. The patient was in stable condition.